Event description:
The customer reported the system's left monitor is dead. The customer was able to transfer images to the right monitor. The system was rebooted then the right screen went out. No pt injury was reported.

Manufacturer narrative:
This reported issue is currently under investigation.